Event description:
It was reported that in the cath lab the md inserted a catheter into the femoral artery of the pt. Per the rn, at 6:30 am the alarm "helium loss" signaled and there was obvious blood in the tubing. The catheter was removed by another md in the open heart recovery within 30 - 40 minutes. The intra-aortic balloon pump was kept pumping at 1:8 until removed. As a result, there was not another attempt nor was the device replaced. There was no report of pt death, complications or injury. The pt outcome is pt is still in open heart recovery.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.